Manufacturer narrative:
The actual product involved with the incident reported has not been returned. The actual device has not been returned. Needle supplier which is our customer as well was contacted to verify if there were any quality issues related to the needle batch. Supplier confirmed that no ncr's were generated as part of the mfg process of the needle lot. Relevant portions of the device history record were reviewed. Finished good product was rec'd into inventory w/o quality issues. The product from this finished good lot and all of the components met surgical specialities (B)(4) inc requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the finished good lot reported. At the time of this report, samples have not been rec'd. Upon receipt of samples, a f/u report will be submitted once the eval is completed. Reference: complaint # (B)(4). Item #sxpd2b409 stratafix spiral pdo knotless tissue control device, 2mh -1- pdo 14 x 14, lot mbnc280.

Event description:
During a trial of the device stratafix for a procedure of myomectomy, the surgeon has taken the wire and she has inserted it into the abdomen of the pt. She has done a first passage to close the wound on the uterus, while she was trying to do the second passage, the needle is broken. The surgeon has searched and extracted the broken needle from the pt and so she has continued the procedure with another wire of the rivalry. No pt adverse consequences to the pt. Ref. Pr complaint # (B)(4).